Event description:
According to the literature, a retrospective study compared computed tomography guided microwave ablation and robot-assisted laparoscopic partial nephrectomy for the treatment of renal cell carcinoma between 2017 and 2023. Emprint or another device were used to perform microwave ablations. There were 68 patients in the microwave ablation group, intra-operative and post-operative complications included infection (clavien-dindo iiia), bleeding (clavien-dindo iiib), and uroplania that was managed with a ureteric stent or conservative management. Additional interventions were not reported.

Manufacturer narrative:
D10 concomitant products: unk emprint ant, unknown emprint antenna (lot#: unknown), unk emprint ant, unknown emprint antenna (lot#: unknown), unk - emprint gen, unknown emprint generator (serial#: unknown) rasmus d. Petersson. Computed tomography guided microwave ablation for the treatment of clinical t1a renal cell carcinoma: a comparison to robot-assisted laparoscopic partial nephrectomy. 2025. World journal of urology medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.